Event description:
Reporting status: serious injury - permanent damage. Reporting status: stent remains in patient. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the mid rca on an ami patient. The lesion was pre-dilated with a 2.5 x 15 voyager balloon. Then the minivision was advanced, but just outside the guiding catheter, prior to reaching the lesion, the stent dislodged. All devices were then removed as a single unit. The dislodged stent implant could not be located in the coronary and is thought to have migrated into the patient's leg. A new minivision was used to successfully treat the lesion. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and shaft and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant had dislodged and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the distal shaft 8.8 cm distal to the guide wire exit notch. There were bends throughout the entire length of the hypotube. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned rx mini vision sds. It was reported that during advancement and just outside the guiding catheter, the stent dislodged. Analysis found blood on the shaft, balloon and in the guide wire lumen and there was contrast in the inflation lumen. This is consistent with the reported information that the device was prepared for use and inserted into the body. The balloon was tightly folded and crimp marks were visible on the balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacturer. It is likely that the interaction between the guiding catheter and the sds contributed to the event; however, the stent and guiding catheter were not returned for analysis, which may have aided in the investigation. Based on the information available, the reported difficulties experienced during the procedure appear to be related to the operational context of the device. The multiple bends and a kink in the catheter likely occurred during preparation for shipment back to abbott, as they were not included in the original complaint. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. There does not appear to be any indications of a product quality problem. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent implant placement and security. This MDR is considered closed by the product performance group.